Event description:
The pt was in the hospital for shortness of breath at the time of stroke onset the evening of (B)(6) 2010. The pt had symptoms of acute stroke including left sided weakness and facial droop, with dysarthria. At stroke onset, the pt presented with an nihss of 25 and evidence of an occlusion in the right mi. The pt received no treatment prior to use with the penumbra stroke system and the procedure began early morning of (B)(6) 2010, in which the penumbra system reperfusion catheter 054 was used coaxially with the penumbra system reperfusion catheter 032. Following aspiration, 9mg of retavase ia lytic was given into the m2 branch of the superior division. Additionally, a penumbra system reperfusion catheter 041 was used for aspiration in the inferior trunk and superior division of the mca. A review of the clinical report revealed the pt experienced a spasm during the procedure that was treated with 5mg of verapamil. The relationship was defined as "possible" to the study device and "probable" to the angiographic procedure. The event was resolved that same day, although the verapamil was noted to have resulted in minimum improvement. This MDR is associated with mdrs 3005168196-2011-00322 through 3005168196-2011-00327.

Manufacturer narrative:
Vasospasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a penumbra post-market retrospective study (B)(6). The info available regarding this event is limited to the procedural reports provided by the hospital.